Manufacturer narrative:
The pump was returned for analysis. Interrogation upon receipt indicated that the pump was delivering morphine 30mg/ml. Analysis of the pump revealed no anomaly.

Event description:
The pump was returned. The return paper work indicated that the pump was returned for "disposal, death and evaluation" with no complaint or allegation. The pump underwent routine analysis. Additional information was received on 2016-06-07 from the healthcare provider that stated that per the patient's file between (B)(6) 2013 and (B)(6) 2014 the pump was removed due to infection and / or protrusion. The indications for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.